Event description:
It was reported that the patient presented for a follow-up in clinic with dizziness. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing causing pacing inhibition. The right ventricular lead was capped on (B)(6) 2022 and the patient was in stable condition.